Manufacturer narrative:
The technician found the head left brake caster not holding due to a cracked plastic stem resulting from hex rod movement inside the assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed is 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head left brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the head left brake caster is not holding. The bed was located at the account in hobbs johnson. There was no patient/user injury reported. (B)(4).